Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "ECG comm error" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.